Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest 40 pta dilatation catheter was returned for evaluation. No specific anomalies noted. On functional testing, the balloon was inflated with an in-house presto device and water was leaking from the balloon. The balloon fibers were stripped and a compound rupture was noted from the distal tip. All the anomalies were noted on microscopic observation. The investigation is confirmed for the reported balloon rupture as a compound rupture was noted during microscopic observation and water was leaking from the balloon during functional testing. A definitive root cause for the reported balloon rupture could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling. Inadequacy. Expiry date: 12/2024.

Event description:
It was reported that during an angioplasty procedure via left brachiocephalic fistula, the pta balloon allegedly ruptured. It was further reported that the balloon was removed and the procedure was completed using another device. There was no reported patient injury.